Event description:
A customer reported receiving lower readings from the adc device compared to readings obtained via competitor brand meter. The customer experienced a "short" loss of consciousness and had contact with a healthcare professional who administered glucose infusion for treatment of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving lower readings from the adc device compared to readings obtained via competitor brand meter. The customer experienced a "short" loss of consciousness and had contact with a healthcare professional who administered glucose infusion for treatment of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating early termination). Inspected the plug assembly, no issues were observed. Sensor did not successfully activated. The sensor was de-cased and battery was replaced. Sensor was successfully activated. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.